Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer did not power up and the power supply was noted to be out of electrical specification. The power supply was replaced. It was further noted that the programmer had missing hinge cover ¿bullets¿ which were also replaced. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had powered down. When it was attempted to power back on the programmer did not respond. Another power supply cord was attempted without success as well as another outlet. It was also discovered that the outlet was not working as well. The outlet was reset but the programmer was unresponsive. There was no patient involvement. It was further reported that the programmer was received for repair.